Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection was performed. An alarm log review confirmed the occlusion alarm. The alarm was caused by the door being out of calibration. A safety clamp shim was installed and the door was calibrated to fix the reported condition. The pump passed all tests and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.